Manufacturer narrative:
Pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off and address/serial number label missing noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 361 mg/dl. They stated that the drive support cap was normal. The customer stated that they were able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.